Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell 3 days post implant. Another neurostimulator system was then implanted because of the damage to the first system from the fall. Subsequently, the patient experienced a "hot" sensation on her right neurostimulator site for 6 months in 2008. She visited another physician in 2009 and was treated with broad spectrum antibiotics with the result that the hot sensation resolved. She also had frequent urinary tract infections and her physician was trying to figure out the cause. It was noted that she had not felt stimulation on her left side for "years." Her patient programmer was found to have battery acid damage due to leaving the batteries in with corrosion on the contacts and was replaced. Additional information was requested. See manufacturer's report # 3004209178201103120.